Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2013-91903. Mfg. Report 1 of 2, medwatch report # 3004209178-2013-91902.

Event description:
The customer reported being in the emergency room due to high blood glucose of 521mg/dl. Troubleshooting was performed. The customer stated that the cannula was bent and she was taking prednisone. The customer stated that she was checking her blood glucose every two hours and giving insulin. Late in the afternoon, she did change the infusion set and noticed that the cannula was bent. The customer stated that she was not admitted, but they kept her for five hours and was given fluids. No further information was provided.